Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the "motor stopped working." The device was being used during surgery. It is unk if there were any patient or user injuries that occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. The date of the event is unk. There was no additional info provided.